Event description:
During service by baxter, the user interface module printed circuit board was replaced as a result of the customer reported failure code 804:54. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available..

Manufacturer narrative:
Additional information: failure code 804:54 was initially reported by the facility. It is unknown when the failure code occurred. Evaluation summary: during product evaluation, the user interface module printed circuit board (uim pcb) was replaced. Although the reported failure code 804:54 was not confirmed in the event history or reproduced during evaluation, the uim pcb is still reportable because the component was replaced as a result of the customer reported failure code 804:54. This failure code is usually manifested as a result of the uim pcb being defective.